Event description:
It was reported that the patient was in ¿a lot of pain.¿ the patient stated that it was ¿constant.¿ patient services asked the patient when the pain started and about ¿this¿ incident and the patient stated ¿when the stim stopped over the weekend, like saturday.¿ it was noted that there was a problem with the patient programmer. The patient was not able to make adjustments with or without the antenna attached. The patient stated that the patient programmer ¿broke this weekend.¿ the patient noted that they had tried two sets of batteries but it did not work. It was noted that the patient programmer was not dropped and had not gotten wet. The patient noted that they were able to turn the implantable neurostimulator (ins) off with the recharger. The patient also noted that they did not have a managing healthcare professional (hcp) as of the date of this report. It was further reported that the patient programmer would not do telemetry with or without the antenna. The anomaly appeared to have occurred through product use. It was later reported and the controller was broken and would not sync with ¿my stlimm.¿ it was noted that the patient was in ¿constant pain¿ without it. The patient noted that they just moved and did not have a doctor in their new location. It was later reported that the patient requested an antenna. Analysis of the patient programmer found that there was a reliability non-conformance. It was noted that the antenna jack was broken and the face plate was scratched. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-45, lot# v590529, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-45, lot# v499805, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37092, serial# unknown, product type: accessory. (B)(4).